Event description:
It was reported the coil reported the coil prematurely detached during procedure. No patient injury reported. Same event as MDR# 2029214-2012-00257.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found loose and the release wire had been pulled back. The implant likely detached when the release wire was retracted. (B)(4).